Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. Siemens has requested return of reagent for further investigation. The cause of this event is unknown.

Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to pregnancy test kit and serum testing. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.

Manufacturer narrative:
Siemens completed the investigation of the false negative results from hcg result. The investigation was unable to reproduce the customer's complaint using the returned reagent. Customer states that quality control is passing, and they are operational. The cause of the event is unknown. No product problem identified.